Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their implantable cardioverter defibrillator device exhibiting a non-sustained over-sensing episode. Further investigation found that the episodes were actually caused by loss of capture. The device's capture threshold settings were reprogrammed accordingly. Patient condition was stable after the event.